Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, from patient's representative, regarding an implantable neurostimulator (ins). Caller reported, "something was left inside her". And clarified, referring to a wire fragment. And part of patient's lead was left inside of patient. Caller stated, surgeon never informed patient of this. And patient is upset, because they don't want wire fragment left inside them. Caller stated, they inquired why patient's "wire" was located to a different spot on doi. And stated, that's when they were told about the wire fragment by the rep, that was in with the surgeon on doi and stated, that's why they put the wire in a different spot. Caller stated, patient is inquiring why they have "three holes instead of two". Caller inquired ,if the wire fragment should have been removed. And why it wasn't removed. Caller stated, they have discussed with the surgeon already, and stated, that "it wasn't him that put the wire fragment, it was his buddy". And stated, "his buddy" was supposed to remove it and didn't. Caller stated, surgeon told them, that they left the wire fragment implanted. And "put the new one on top of it". Caller stated, scar tissue had gone around the fragment. And stated, they couldn't see the fragment, due to this. And determined, there was a wire fragment, due to x-rays. So surgeon knew it was there, prior to implant surgery, but didn't tell patient. Caller stated, they don't know when the surgeon was made aware of the fragment, but stated, they were notified on doi by rep. Caller stated, everything else is good with the implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3093-33, lot# v772513, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that during a replacement surgery for the patient¿s most recent system, fluoroscopy in anteroposterior (ap) and lateral view of the sacrum identified a second right sided fragmented lead which had been the patient¿s original 3093 lead that had been attempted to be removed back in 2016. The rep reported the distal portion of the 3093 lead remained in the body, right side s3 foramen of the sacrum.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v772513, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastr ointestinal/pelvic floor. It was reported that the lead break occurred as the healthcare provider (hcp) attempted to remove the lead. The damaged lead was partially removed as much as the hcp thought was possible and necessary. Patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.